Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited loss of capture due to high capture threshold. All the lead vectors were tested and found to all have high capture thresholds. An x-ray image of the lead found that the lead was significantly pulled back. The patient elected to not proceed with a lead revision procedure. The physician then turned off the left ventricular lead and reprogrammed the pulse generator to pace as a dual chamber device. The patient's condition was stable.